Event description:
It was reported that the screen was flickering then went black. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of loss of live video could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or flickering. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.